Event description:
There was a balloon rupture during dilation of a dialysis shunt. There was moderate calcificationa and vessel tortuosity present. There were no anomalies noted during product inspection or when prepping device. An indeflator was use for inflating balloon, however, the report indicated that at about 12atm the balloon ruptured. There was no balloon leakage obsrved. There was no separationn of any balloon part, no vessel disection or deflation difficulty reported. There was no adverse consequence to the pt. This product will not be return for evaluation and testing.